Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture on the right side. Device has been explanted.

Event description:
Healthcare provider reported, rupture on the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, an opening on the exterior side, brown particles in the shell, and device was underweight. A visual and microscopic analysis identified a sharp opening on the posterior side, a striated break on the anterior side, and missing shell. A dimension measurement in the shell was performed, which identified the thickness within specification. Based on the device analysis, the final assessment is: a striated opening assessed, as surgical damage. A sharp opening on the posterior side assessed, as an unidentified tear opening. And missing shell assessed, as inconclusive.